Event description:
The patient reported that the device sits higher than the last device and it ¿flip flops¿ and hurts all the time. If the patient sleeps in the side, the device rolls and flips out and the patient has to push it back in. Follow up with the patient¿s clinic indicated that the patient had been seen and the reported issues had been discussed. No intervention was reported. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).